Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn dso seal, a damaged lcd lens, and a damaged battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause. The motor battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 41622. The event occurred during testing, there was no patient involvement.